Event description:
It was reported that the pump touchscreen was "glitchy". There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional actions were taken.